Event description:
The lead was returned to the manufacturer following the patient's death, analyzed, and subsequently tested out of specification. Follow up with the clinic reported the cause of death to be spontaneous right parietal hemorrhage. Physician reported there was no indication of any device malfunction prior to patient's death. The patient had not been pacemaker dependent.

Event description:
The lead was returned to the manufacturer following the patient's death, analyzed, and subsequently tested out of specification. There is no allegation from a health care professional that the death was device related. Follow up with the clinic reported the cause of death to be spontaneous right parietal hemorrhage.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) outer insulation breached depression, all conductors blood/body fluid (not obstructed), inner insulation pulled apart (overstress). Proximal segment returned and analyzed.

Event description:
The lead was returned to the manufacturer following the patient's death, analyzed, and subsequently tested out of specification. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) outer insulation breached depression, all conductors blood/body fluid (not obstructed), inner insulation pulled apart (overstress). Proximal segment returned and analyzed.